Manufacturer narrative:
Concomitant medical product: syringe bc posiflush normal saline; - 5fr double lumen bard PICC line; therapy date (B)(6) 2018. The customer¿s complaint that 2 different connectors leaked during patient use was not confirmed. The customer¿s returned photo was evaluated showing two maxplus connectors being connected to a non-bd luer component. No leaks were observed per the photo. The root cause of this failure was not identified.

Event description:
The customer reported 2 different needleless connectors leaked during their initial flush, and then had a slight leak with subsequent leaks. The third connector did not leak. There was no report of patient harm.